Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that impedances were checked on the ins prior to the new ins exchange. All impedances were within normal limits. When the medical doctor removed the lead contacts to place in the new ins, after several attempts of wiping off contacts, pushing the lead in a little more, contract 15 continued to be over limit. However, stimulation was programmed around contact 15 and the patient received good coverage. There were no contributing factors reported. The issue was not resolved.